Event description:
While servicing the device, a philips field service engineer (fse) discovered that the down arrow key on the faceplate assembly was damaged and needed to be replaced. There was no reported patient or user involvement and no adverse patient/user impact.